Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire that the vela ventilator alarmed transducer fault, also in the psv mode it leaks on the exhalation side. The customer confirmed that there was no patient harm associated with the reported even.